Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) reviewed the data and a possible lead damage is suspected to be the cause of the impedance issues and the noisy signals. Troubleshooting was recommended by ts. At this time, the system remains in service. No adverse patient effects were reported. Additional information confirmed this patient will have a high-energy shock testing schedule. Physician is aware of the recommendation from ts.